Manufacturer narrative:
(B)(4).

Event description:
Troubleshooting was needed for an impedance issue. Impedance measurements were taken. It was reported 01, 02, 03, 13, and 23 all sho wing >4000. Caller had clinician programmer /patient access. There were no trauma/falls reported that could be related to this issue. Settings provided were as follows: 0-3+ 1.00v 210 pw (pulse width). Ran electrode impedance measurements at patient tolerated level. Increased settings as needed and it took at 2.5 volts and 210. The electrode impedance results were considered normal and no anomalies. Caller reports some are still elevated(2000s) but none showing open. Reportedly c1, c2 ,c3, and 12 were all <(><<)>2000. Used 12 and c1 and got stimulation in lower buttock at low values <(><<)>1.2 caller will have patient use these programs, diary and determine if these will help. Patient entered the appointment not feeling stimulation at all. Caller reports the patient had a revision recently and doctor usually implants ins below the incision and this ins (stimulator) appears to be in the middle of the incision. She will discuss with doctor. Patient also had ibs. Symptoms reported were fecal incontinence. Event date was in (B)(6) 2015. There were no therapy or impedance issues at their (B)(6) appointment. The indications for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the health care provider (hcp) reported that the patient was last seen on (B)(6) 2016 and 5 impedances were noted so they called the manufacturer.